Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05281 and 2134265-2018-05494. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and a pullback sled to view the target lesion. During procedure, it was noted that automatic pullback did not work. However, pullback worked in manual mode and the procedure was completed. No patient complications were reported.